Event description:
It was reported the patient presented to the emergency room with an audible device alert. It was further reported that t-wave oversensing (twos) was observed with nonsustained beats. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing, and t-wave oversensing (twos) was observed on two non-sustained tachycardia events.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-35 lead implanted: (B)(6) 2005; 6721l-50 epicardial patch implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.